Event description:
On (B)(6) 2022 at 5:15pm I had a procedure called trusculpt ID on my stomach area. Three handpieces were placed below my bellybutton, 2 above my bellybutton and 1 right below my sternum bone. After the procedure at 2:00 am I started to have pain in my chest, below my breast. I immediately started to feel nauseous and dizziness. Next day (B)(6) 2022 in the morning I went to work and felt very nauseated and dizzy. I got to work at 7:50am and left at 9:00am. I went home to rest and spent the day in bed. Next day (B)(6) 2022, I got to work at 7:50am and started to feel dizzy and lightheaded, a couple minutes later I passed out and fell to the floor. I was taken to the emergency room, they did an EKG and was normal. They did blood work for pregnancy and that was negative. My blood sugar was normal. They did not think that I was dehydrated. After that I went home to rest but ever since I feel nausea, lightheaded, and pain in the area that the hand piece was placed close to my breast. I fell, tingling, tightness below my breast and on the end of my sternum bone. I was wondering if the induced heat might extend much deeper and injure important anatomical structures.